Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 18837055/19164898.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patient experienced inadequate stimulation. All components were explanted.